Manufacturer narrative:
The product was returned and visually inspected. Visual examination confirmed that the distal tip section was partially separated from the shaft. Review of the device history record failed to identify anomalies in the mfg process. The physician reported that resistance to product introduction was encountered and that higher than normal forces were used to introduce the preface sheath at the pt groin. This is a contradiction of the IFU. The IFU precautions state to stop the procedure if resistance is felt.

Event description:
Upon removal of the preface guiding sheath, it was noted that the distal tip section was partially separated from the shaft. No pt injury.